Event description:
A report was received that the patient had a pre-existing chest infection prior to the implant procedure. The infection was exacerbated due to the implant procedure. The patient was already hospitalized due to the infection and remains unwell but stable in the ICU and has been administered IV antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: db-2201-45bc, serial #: (B)(4), description: vercise lead kit, 45cm. Model #: nm-3138-55, serial #: (B)(4), description: 55 cm 8 contact extension kit.

Event description:
A report was received that the patient had a pre-existing chest infection prior to the implant procedure. The infection was exacerbated due to the implant procedure. The patient was already hospitalized due to the infection and remains unwell but stable in the ICU and has been administered IV antibiotics.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Event description:
A report was received that the patient had a pre-existing chest infection prior to the implant procedure. The infection was exacerbated due to the implant procedure. The patient was already hospitalized due to the infection and remains unwell but stable in the ICU and has been administered IV antibiotics.